Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device obturator did not slide correctly and need force to fit in. There was no allegation of patient death or serious injury.